Manufacturer narrative:
The device is currently implanted and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of the implanted system that shifted down due to the anatomy of the patient. The system was revised and the crt-p was repositioned. No additional adverse patient effects were reported.